Manufacturer narrative:
Analysis of the catheter found a kink in the catheter body. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving lioresal at a concentration of 500 mcg/ml with a daily dose of 50 mcg/day via an implantable pump for intractable spasticity. The event date was reported as (B)(6) 2017. It was reported that the physician did a catheter dye study on an unknown date and was able to aspirate fluid from the catheter access port (cap). Surgical intervention occurred on (B)(6) 2017. The pump pocket was opened and the physician attempted to aspirate cerebrospinal fluid (csf) via the cap, but was unable to aspirate any csf. The catheter was then disconnected from the pump and there was still no csf return. The catheter pocket was opened and the catheter was cut at the connection. Csf dripping from the catheter was observed. A new segment was attached to the existing spinal segment. The pump was also replaced. It was unknown if any environmental or external factors may have led or contributed to the issue. The pump and catheter would be returned to the manufacturer. No patient symptoms were reported. The issue was resolved at the time of this report and the patient¿s status was reported as ¿alive ¿ no injury.¿ the patient¿s history was asked but would not be made available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.